Event description:
Consumer reported to lilly with lilly case # (B)(4) email report. One time one of the needle tips broke off into his stomach, broke off into his stomach and a tiny piece was sticking out of his skin, needle did not break off into the device and he was able to remove the needle from the pen like he normally does, just part of the needle broke off into his skin. " lilly report is attached to this case. Lot # unknown catalog# unknown date of event unknown sample status discard. File (B)(4) is not a pir. This file did not transfer over to etq. This pir is (B)(4). (B)(4).

Manufacturer narrative:
Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.